Event description:
It was reported via the sales rep, that during the surgery, the set screw didn't lock the lag screw and the lag screw moved after the surgery. It was further reported that the surgeon tried to continue the surgery with a new set screw and the set screw wasn't going down enough in order to lock the lag screw.

Manufacturer narrative:
Device will not be returned. Additional information has been requested and if received, will be provided on a supplemental report.